Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was presented to the emergency room (ER) with chest pain. The patient had a history of atrial fibrillation (af), however, was cardioverted. In addition, there was a pacemaker mediated tachycardia (pmt) recorded, and the patient will be admitted. As of this time, this ICD remains in service. No additional adverse patient effects were reported.